Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical application reported a patient with irregular flap during lasik procedure. Surgeon did not complaint about the event as he felt there may be some underlying issues before flap was made. The surgeon did try lifting and when she couldn't lift the vertical gas breakthrough area and asked for an eleven blade however that was also unsuccessful. Surgeon informed to patient that he would need to return when he was stable for photo refractive keratectomy.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The provided treatment report image shows that suction ring centering and then canal placement were not good, probably not allowing gas to evacuate. The ring is not centered on the limbus, and this can affect the canal venting, usually this irregularity can be seen with thin planned flaps and/or much liquid between patient interface and cornea. The thickness of the flap was thinner than the recommended flap thickness. Not enough information was provided to properly conduct an investigation. Not enough information provided, root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).